Manufacturer narrative:
The investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was receiving the "replace generator soon" message. It was confirmed that the patient's pc app version is 3.7 and the ipg voltage is <2.73v. No intervention is planned at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Event description:
Surgical intervention is expected to resolve the issue.